Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Brand name, common device name, manufacturer name, city and state, model #, PMA/510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a procedure was completed to remove an unknown lcp condylar plate and revise with a va condylar plate. This report is for an unk - plate: lcp condylar. This is report 1 of 1 for (B)(4).